Manufacturer narrative:
Updated fields: h4, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning, disinfection and sterilization (cds) processes were not shared. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the user culture results were not shared, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor tested positive for an unexpected contamination. The issue was found during the leak detection process which was carried out without installing a scope on the washer. The accumulated water was sampled and cultured resulting in the detection of acid-fast bacteria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.